Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. No crack on the lcd window noted during physical inspection.

Event description:
Information received by medtronic indicated that the screen was cracked. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.